Event description:
It was reported that the biomed had an arctic sun device that was having problems over the weekend and also wanted to know about loaners or rentals. Per additional information received via task on 7aug2025, it was reported that the device was not transmitting a temperature to the bedside monitor. Also stated that the mixing pump was bad. No repairs have been made at the moment. The device (serial# (B)(6)) was currently sitting in the biomed office and labeled out of service. The company brought in a newer device for trail and is considering purchasing the newer model. No patient involvement at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was having problems over the weekend and also wanted to know about loaners or rentals. Per additional information received via task on 7aug2025, it was reported that the device was not transmitting a temperature to the bedside monitor. Also stated that the mixing pump was bad. No repairs have been made at the moment. The device (serial# (B)(6)) was currently sitting in the biomed office and labeled out of service. The company brought in a newer device for trail and is considering purchasing the newer model. No patient involvement at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a failed mixing pump. No repairs have been made at the moment. The device (serial# (B)(6)) was currently sitting in the biomed office and labeled out of service. The company brought in a newer device for trail and is considering purchasing the newer model. No patient involvement at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.